Event description:
Drill bit broke during surgery (anterior cervical fusion). No injury to pt, however surgical assistant sustained skin abrasion on left 5th finger. The skin abrasion did not require stitches or bandage, and surgical assistant returned to work with no adverse effects. The malfunction is occurring below the frequency and severity that are usual for this device.